Event description:
It has been reported to philips that the system had a x-ray malfunction which lead to no exposure. The system was rebooted to continue. The device was in clinical use. No patient harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and could not confirm customer reported x-ray malfunction and no exposure. The field service engineer could not determine any cause for this from the log file and was unable to duplicate the reported issue. Fse stated that the system was rebooted once. The system was performing as intended. The system was returned to use in good working order. The reported issue did not reoccur. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was resolved after the cold restart of the system and there was no impact to the patient. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.